Event description:
It was reported that the patient wanted her system to be removed because it "never worked", but her hcp indicated that the battery could be removed but she may not be able to have leads removed. It was also reported that the patient might have her system explanted in order to have an MRI. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead: model 3080, lot# l82903, implanted: explanted: unk. Extension: model 3095-10, serial# (B)(4), implanted: explanted: unk. Programmer: model 3031, serial# (B)(4).